Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the failure was replicated and confirmed. The instrument was found to have a bent grip, causing misalignment of the grips. There was a 0.0430¿ offset at the tips. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument pinched the patient bowel at the articulating distal end. There was no perforation of the bowel during the event. The procedure was completed with no reported injury.